Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that they were still having incontinence and they weren't sure if the therapy was turned on. The patient was trying to connect to the ins but they were getting the message 'communicator is out of range or may need to be charged.' The agent discovered that the communicator was plugged in, and reviewed that the communicator must be unplugged while in use. The communicator connected to the ins after the patient unplugged the communicator, and they could see that therapy was turned on. The agent reviewed considerations for therapy adjustment, but the patient did not make any changes during the call. The patient mentioned that they only had temporary relief from their symptoms after they had the ins implanted, and they were having a problem with incontinence for over a month or so. The patient stated that they had an unrelated surgery on 07/15/2025 which caused constipation, so they were taking different kinds of remedies for that. Since that surgery the patient has some incontinence when they are able to move some bowels, and they think their anus might not be closing properly and letting bowel out at will. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No additional information.